Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n247237, implanted: (B)(6) 2010, product type: accessory. Product ID: 37092, lot# 246050001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient.

Event description:
Information was received from a patient. It was reported that they were having coupling and communication issues with their implantable neurostimulator (ins). The patient further reported on (B)(6) 2011 that they were unable to recharge their ins. The patient stated that it would make some contact then would drop off. It was unknown what the cause of the issue was. No patient symptoms were reported. Additional information was received from a patient via manufacturer representative on 2017-jun-26. It was reported that the patient¿s ins was in an overdischarged state. The patient stated that they were never able to recharge their ins as the battery would not communicate with the recharging system; therefore, the device had remained in an overdischarged state since shortly after being implanted on (B)(6) 2010. The manufacturer representative attempted to interrogate the ins using a clinician programmer 8840; however, there was no response from the device. The manufacturer representative stated that the device was still palpable, but sat in a skin fold just above the waistline. The issue had not been resolved yet as a battery replacement surgery with pocket revision was being scheduled. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had her first ins eventually replaced because she had been unable to charge it with the way it had been placed. The patient was never able to charge it, so she had another healthcare professional surgically remove and replace it. No further complications were anticipated.